Manufacturer narrative:
The insulin pump display was blank due to a broken solder joint. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that his insulin pump was not working. He stated that he had tried several batteries and the insulin pump still won't turn back on. Troubleshooting did not find any physical damage to the insulin pump or battery cap. Troubleshooting also helped the customer with cleaning the battery cap contact. The customer stated his insulin pump's display still won't turn back on. Customer is advised to disconnect from his insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.